Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was not duplicated during testing. However it was observed during review of the device history logs. The processor/bridge/pace board and ECG board were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.